Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, a conclusive cause for the reported stent coil could not be determined. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 4007 removed.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left main (lm) to the left anterior descending artery (lad) that is 80% stenosed. A 3.0x38mm xience sierra was implanted in the proximal lad and a 4.0x23mm in the lm to the lad. After deployment it was observed there was plaque prolapse in the lm stented area. The xience sierra was noted not having enough radial strength to deploy in the lm. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issues appears to be related to operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of tissue prolapse is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.